Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct relationship between the device and the reported event could not be determined. The patient reported feeling a shocking sensation while leaning over the sink. The left ventricular assist system (lvas) equipment did not get wet. Review of the controller history noted a 5 second low flow on (B)(6) 2020. Review of the submitted log file found that the event data from (B)(6) 2020, had been overwritten by newer data from (B)(6) 2020. No atypical events were captured on the submitted log files, which appeared to show the system functioning as intended. The patient remains ongoing on vad support and no further issues have been reported. The heartmate 3 instructions for use discusses pump speed, power, flow, and pi in the introduction section. The system monitor explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm and explains that changes in patient condition can result in low flow. This section also provides information for setting the optimal fixed speed and low speed limit for the patient. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was seen in the clinic and complained of shocking sensation and felt as if the lvad was shocking while the patient was leaning over sink and washing their hair on (B)(6) 2020 while on battery power. The patient denies getting the equipment wet. The patient does not have an ICD and denies any alarms. Log file submitted went back to (B)(6) 2020 with multiple pulsitile index (pi) events, low flow noted for 5 seconds on (B)(6) 2020 at 8:40 am; however, no other significant alarms noted. It is unknown what caused the reported shocking sensation or if the lvad could be the cause however noted that it could possibly be related to nerve pain and sternal healing. No treatments rendered other then requested rest and sternal precautions. The patient is currently home and stable and is avoiding movements that elicit pain. No additional information was provided.